Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4)

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges that the patient suffers from extreme pain, toxic cobalt chromium metal ions to be released into the blood, tissue and bone surround the implant, rashes, popping, discomfort, inflammation, numbness and sensitivity in her hip, thigh, and groin. Update 10/5/2012 - plaintiff¿s preliminary disclosure form was received, which identified (part/lot), doi and dor information for the right hip. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Doi: (B)(6) 2009 - dor: (B)(6) 2012 (right). Update 11/1/2012 - previous updates created in error. Revising to original correct information. (Left hip) update: 1/25/2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Update rec'd 10/29/14 - sales rep reported revision surgery. Patient was revised to address pain. The femoral stem is now being added to the complaint for elevated metal ion levels. The complaint was updated on: 1/13/15.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 12/30/2014- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, increased metal ions (no lab results), and adverse tissue reaction. There is no new additional information that would affect the existing MDR decision. The complaint was updated on:1/20/2015.